Manufacturer narrative:
Date sent to the FDA: 03/07/2011. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50842isp, batch 51515isp.

Event description:
It was reported that a pt underwent a blood vessel prosthesis replacement procedure on (B)(6) 2011 and a drain was used. On (B)(6) 2011, it was found that the drain had damage and air-leakage. The drain was removed from the patient's body, and there was no adverse consequences to the pt. The hosp staff said, the drain was milked by hand.